Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2011, the patient was treated with fortum (350 mg, ip, twice a day, continuing) and vancomycin (350 mg, ip, loading dose). The outcome for the event of peritonitis was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). Information was obtained from the health care professional. On (B)(6) 2011, the patient discontinued treatment with fortum and recovered from the event.